Event description:
It was reported that the patient was having pressure issues after the implant procedure. It was determined that there was blood in the thoracic cavity. Chest tubes were placed and the patient was intubated. It was noted that the right ventricular (rv) lead was exhibiting high thresholds and a possible perforation was suspected. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.